Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are n process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of three (3) years, two (2) months, due to mitral insufficiency. The tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient was sent to recovery in stable condition.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including a history of diabetes (dm).

Manufacturer narrative:
B7. History of as s/p avr, mvr unknown ring (2018), ms s/p mvr, tvr non-edwards ring (2020) hypothyroidism, diabetes, obstructive sleep apnea, dilated cardiomyopathy, atrial fibrillation, sick sinus syndrome, s/p cardiac pacemaker, htn, cholecystitis.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of three (3) years, two (2) months, due to malcoaptation of the posterior leaflet causing severe mitral insufficiency, and high gradient the tmvr was performed with a 26mm 9750tfx valve. The patient tolerated the procedure well and was transferred back to room in good condition. Per medical records, developed increasing dyspnea and fatigue. Echo shows leaflets appear to move well, but one is restricted and not coapting causing mr. Tee demonstrated severe mitral regurgitation, which appears to be due to malcoaptation of the posterior leaflet.